Manufacturer narrative:
Exact date unknown, event occurred a month ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was frequently charging the ipg. The patient underwent an ipg replacement procedure and wad doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.